Event description:
The event occurred in india. It was reported that the rotaflow rpm and lpm were automatically zeroing during patient treatment. The rotaflow was replaced with another device and the treatment could be continued. No harm to any person has been reported. Due to medical intervention device replacement during patient treatment a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow rpm and lpm were automatically zeroing during patient treatment. The rotaflow was replaced with another device and the treatment could be continued. No harm to any person has been reported. Due to medical intervention device replacement during patient treatment a report is required. The patient data was not shared by customer. A getinge field service technician (fst) was sent for investigation and repair on 2026-01-27. The failure was not reproducible. No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The most probable root cause can be linked to rotaflow risk assessment: malfunction or total fail due to mechanical influences, e.g.: - falling of rotaflow system (broken holder, user routine violence), - collision with environment during patient transport, - user trips over cables or tubes, - loosening of fastening (wrong installation, aging), - system falls to ground (transport in non-fixed manner, user routine violation). The review of the non-conformities has been performed on 2026-01-28 for the period of 2020-07-17 to 2026-01-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-07-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "rpm and lpm automatically zeroing" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701043291.